Manufacturer narrative:
Initial reporter is a synthes employee part 323.260-us, lot 20p6979: manufacturing site: (B)(4). Release to warehouse date: november 29, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A service and repair evaluation was completed: the repair technician reported the device is missing spring, fixed teeth bent and unable to be repaired. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was completed: upon visual inspection, it was observed that the device was missing the compression spring component and the distal tip of the 2.7 mm drill sleeve was bent. No other issues were observed with the returned device. There was conclusive evidence that the returned device was missing components. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint condition was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to device incorrectly assembled during sterilization process as the missing spring component can be disassembled from the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set, it was observed that the universal drill guide was missing a piece. There was no known patient or hospital involvement. Upon visual inspection, it was observed that the device was missing the compression spring component and the distal tip of the 2.7 mm drill sleeve was bent. No other issues were observed with the returned device. This report is for a drill guide. This is report 1 of 1 for (B)(4).